Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device, the service technician observed a cracked in the upper housing. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was not pt involvement during this event.